Event description:
It was reported that a 2.5lt triple phase bag had particulate matter in the amino acid chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the filled bag was received for evaluation. Visual inspection did not reveal any particles in the amino acid chamber; however, a fiber was noted in the glucose chamber. The cause of the condition was not determined. The supplier of the component has been notified of the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.